Event description:
In deploying a 4.0x20 coronary stent in the proximal lad the balloon was inflated to the appropriate atmospheric pressure. After deployment the balloon would not deflate. Several attempts were made with different inflation devices and syringes with negative pressure. All attempts were unsuccessful. The pt was experiencing severe chest pain, acute st on ECG and becoming unstable. Decision was made to rupture the balloon using higher pressure. At 25 atm's the balloon partially ruptured. Another inflation to 25 atm's was done to complete the rupture and the balloon was removed. The ECG changes and chest pain resolved shortly after.